Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the carefusion blue screen was frozen. A technical support specialist stated that the remote support service (rss) team had sent out a communication regarding the issue, tss dialed into the station, confirmed that the medication application had relaunched and was running, emailed the customer, and marked the case as closed. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen was stuck in blue carefusion screen. The customer reported that they had to access the medications from the pharmacy that caused a delay in patient care. There were no delay or adverse events or injuries reported based on this event.